Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in france, during a case involving a 23mm sapien 3 transcatheter heart valve by transfemoral approach, despite a total injection of 17 ml of contrast media and saline water, the valve was partially deployed. The decision was made to inflate the commander catheter a second time with 22 ml but the valve was still undeployed. Finally, a 25 mm nucleus balloon was needed to have a good result. No kinks were noted. The inflation device was not maintained in the locked position until thv deployment and the flex tip was positioned on the triple marker prior to thv deployment. The device was not torqued during procedure. The physicians stated that the possible cause was a tap leak because it was noticed that the pressure during inflation was abnormally low, and when trying to inflate the delivery system after the procedure, there was no leak.

Manufacturer narrative:
.

Event description:
As reported from our affiliates in france, during a case involving a 23mm sapien 3 transcatheter heart valve by transfemoral approach, despite a total injection of 17 ml of contrast media and saline water, the valve was partially deployed. The decision was made to inflate the commander catheter a second time with 22 ml but the valve was still undeployed. Finally, a 25 mm nucleus balloon was needed to have a good result. No kinks were noted. The inflation device was not maintained in the locked position until thv deployment and the flex tip was positioned on the triple marker prior to thv deployment. The device was not torqued during procedure. The physicians stated that the possible cause was a tap leak because it was noticed that the pressure during inflation was abnormally low, and when trying to inflate the delivery system after the procedure, there was no leak. There were no clinical signs, injury, or symptoms during the procedure. The patient had a good outcome.

Manufacturer narrative:
Updated d9, h3, h6- type of investigation, investigation findings corrected b5, h6- component code, investigation conclusions the returned devices were visually inspected, and the following was observed: kink observed on distal end and proximal balloon shaft likely due to packaging. No other damaged or abnormalities observed. The balloon was de-aired and inflated, using the returned non-edwards stopcock. The balloon was able to be deaired and could fully inflate with no balloon leakage or damage observed. Additionally, the returned device was evaluated for balloon inflation/deflation time to simulate thv deployment. The measurements met the specification. The complaint for inflation difficulty and/or incomplete inflation" was unable to be confirmed as no applicable procedural imagery was provided for evaluation and the reported complaint could not be replicated from the returned device. No manufacturing non-conformance was identified during the evaluation. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manuals revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. As reported, "despite total injection of 17 mm contrast media and saline water, the valve was partially deployed. Decision was to inflate a second time with the commander catheter with 22 ml but the valve was still undeployed. Finally a 25 mm nucleus balloon was needed to have a good result. No kinks were noted". Additionally, per the fcs, "physicians said that it could be because of tap leak because it was noticed that the pressure during inflation was abnormally low and because after procedure, it was tried to inflate the ds and there was no leak on it". Device evaluation results (able to inflate/deflate within time specification with no observed leakage) suggests no device defect. The exact cause of the inflation defect is unknown; however, possible sources are use of a damaged stopcock, improper connection of stopcock and improper device preparation of delivery system/inflation device. As it was mentioned that the stopcock was exchanged, it is possible that the stopcock used was defective, causing an obstruction/leak to flow and subsequent inability to inflate the balloon. Additionally, evaluation of the returned devices revealed air in the atrion inflation device. Per the training manual, the user must "close stopcock to delivery system and de-air inflation device". If the inflation device is not properly de-aired or stopcock is not fully closed, it may cause difficulties when inflating. If air is within a hydraulic system, the desired system reaction from inflating can be slowed/springy due to the compressible nature of trapped air. However, without applicable procedural imagery, a definitive root cause is unable to be determined. Available information suggests that procedural factors (inadequate stopcock connection, improper device preparation) contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.